Event description:
1281 system with vj3 software and sp02 module. The sp02 alarm was enabled and set for 85 low and 100 high. On sunday nov 5th, it was reported that the pt's saturation level went below for an extended period time without the system going into alarm.